Manufacturer narrative:
Other, other text: one cadd legacy pump was returned to evaluated to report of a high pressure alarm. A device history review, DHR, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A functional and visual test was performed to investigate the reported issue. Customer's reported problem was confirmed. The pump was found to be displaying "high pressure alarm" message on power up when batteries were inserted during the investigation. It was noted that a dent was found on the downstream occlusion sensor that damaged the inside of sensor traces and caused the issue. The problem was caused by customer damage. The downstream occlusion sensor was replaced. No further actions taken.

Event description:
Information was received that this smiths medical cadd legacy plus pump exhibited high pressure alarm. No reported adverse effects.